Event description:
It was reported that the audio bolus button is unresponsive. There is no additional information available at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during testing, the bolus button was found to be functional and responding appropriately to button presses. The keypad buttons were also tested and confirmed to be function. Unrelated to the complaint, no auditory alarms were observed during testing, the pump was opened and the piezo contact pins were not making proper contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).